Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the mid right coronary artery (rca) with direct stenting performed with overlapping 2.75 x 23 mm and 2.75 x 15 mm stents, in the proximal left anterior descending artery (lad) with one 3.5 x 23 mm stent, in the mid lad with one 3.0 x 28 mm stent and in the distal lad with one 3.0 x 18 mm stent. On (B)(6) 2011, the patient presented to the cardiologist office with chest pressure, shortness of breath and extreme weakness. On (B)(6) 2011, the patient was hospitalized, treated with medication and underwent percutaneous coronary revascularization with coronary stents for a 99% restenosis in the proximal lad and 80% restenosis in the mid rca. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 18 mm, xience v 3.0 x 28 mm, xience v 2.75 x 15 mm, xience v 3.5 x 23 mm other: aspirin. The 2.75 x 15 mm xience v and the 3.5 x 23 mm xience v are being filed under separate medwatch MFR numbers. Device (B)(4) - no pre-dilatation. There was no reported product deficiency. The reported dyspnea, angina and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a percutaenous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.